Event description:
The customer reported an issue with meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was report of death or serious injury.

Manufacturer narrative:
The meter has been informed through the fa16may2006 letter.